Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, all the pump data were removed after battery change. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: on investigation, the alleged history/settings issue was not duplicated. Review of black box data did not find issues related to the complaint in the pump history. Caps were not returned and using test caps the pump powered up and functioned properly. A rewind/load/prime sequence was completed without issues. Audio and normal bolus were delivered and recorded correctly. A 24-hour basal exercise was executed with the user¿s target settings without any errors or alarms. After the basal exercise, the battery was removed for 3 hours. Upon powering up, the user¿s target settings remained in the pump setting. Unrelated to the complaint, a battery compartment crack was found below the grip pad. In addition, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.